Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that the device stopped working during a procedure. The amount of blood collected is unknown. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.